Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device. It was reported that the patient had been admitted to the intensive care unit (ICU) due to diabetic ketoacidosis (dka). At the time of the report, the patient was on the third day of hospitalization, having been admitted on (B)(6) 2026. According to the reporter, inaccurate cgm readings began on sunday, (B)(6) 2026. The cgm initially displayed rapidly rising, extremely high glucose values, followed by intermittent ¿low¿ readings. However, when compared against fingerstick measurements, the low readings were not confirmed. The most recent documented discrepancy indicated a cgm reading of 42 mg/dl, while the blood glucose meter showed 130 mg/dl. A sensor error was also noted, although the specific alert message was not provided. Due to concern regarding inaccurate readings, the patient removed the sensor prior to calling emergency services (911). The patient has remained hospitalized since (B)(6) 2026 and was still in the ICU as of (B)(6) 2026. Details regarding symptoms, medications, and treatment were not obtained. Dexcom technical support made multiple attempts to follow up with the patient to obtain additional information and clarification regarding the incident; however, these attempts were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.